Event description:
It was reported that the electrode unit is activating without touching the floor pedal or the button being pressed. Account believes that there is high risk of burning the pt or staff members.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.